Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The audiologist reported that when the user was last seen for a fitting appointment, abnormal impedances were found. Reportedly, the user does not seem to present good audiological results on the right side. The audiologists reported that he is inattentive and does not pay attention to the sounds on the right side. Re-implantation is considered, however a date has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, a complete insertion of the electrode array was not achieved at implantation surgery, resulting in two extra-cochlear channels. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The audiologist reported that when the user was last seen for a fitting appointment, abnormal impedances were found. Reportedly, the user does not seem to present good audiological results on the right side. The audiologists reported that he is inattentive and does not pay attention to the sounds on the right side. The user was re-implanted. Despite requested, the concerned device has not yet been returned for investigation.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, a complete insertion of the electrode array was not achieved at implantation surgery, resulting in two extra-cochlear channels. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The audiologist reported that when the user was last seen for a fitting appointment, abnormal impedances were found. Reportedly, the user does not seem to present good audiological results on the right side. The audiologists reported that he is inattentive and does not pay attention to the sounds on the right side. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that when the user was last seen for a fitting appointment, abnormal impedances were found. Reportedly, the user does not seem to present good audiological results on the right side. The audiologists reported that he is inattentive and does not pay attention to the sounds on the right side.